Event description:
The customer returned the product for bubbled downstream occlusion (dso) seal and damaged lens, during physical inspection it was found that the downstream occlusion (dso) seal was lifting off the sensor. Additionally, the dso sensor was nonfunctional. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. No previous services were found. The alarm history was reviewed. Visual inspection found that the downstream occlusion (dso) seal was lifting of the dso sensor. Functional testing revealed the dso sensor was not functional. The dso seal, dso bezel, and dso sensor were replaced to fix this issue. Further testing per performance verification testing (pvt) found that the air detector had a dent. The air detector was also replaced, and software was updated. The device passed all functional tests after the repair.